Manufacturer narrative:
The insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Unable to perform rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. Unit received with minor scratches on display window, cracked case at display window corners and belt clip slot.

Event description:
It is reported by the patient that their insulin pump is giving a button error. The patient's blood glucose level is 65mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.